Manufacturer narrative:
One device was received for evaluation for the complaint that there was significant air in the tubing. Unable to view logs due to error 44000 with a red screen during review of event log. During 12-month service history review found that unit last service in (B)(6) 2025 for problem that pump not working properly and beeping. The visual and functional testing was performed. The reported complaint could not be verified or confirmed as the device powered on with 44000, this error code is related to no software being downloaded on the pump, hence no software was found on the device including observation in main menu. Upon reloading software successfully, the alarm no longer occurred and ran full performance verification tests without any issue. The probable cause is unknown, air detector to be replaced as a preventive measure.

Event description:
It was reported that there was significant air in the tubing. New tubing was used, but the problem persisted. The event occurred during while in use with patient. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.